Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level was 508 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection and insulin pen. Customer stated insulin pump had motor errors. Customer was able to clear the alarm and able to rewind the insulin pump. Customer stated the tested positive for covid 19. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information about hospitalization has been received which was not included with the initial report. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date, with blood glucose of 487 mg/dl and other value was 400 mg/dl to 450 mg/dl and 500 mg/dl. Customer also had low blood glucose level of 53 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with intravenous drip and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had motor errors. Customer was able to clear the alarm and able to rewind the insulin pump. Customer stated the tested positive for covid 19. The insulin pump will not be returned for analysis.